Event description:
It was reported that pump experienced charging issues, taking approximately two to three hours to fully charge. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting via email, no additional information was obtained, and no further action was required by technical support.